Event description:
It was reported by the customer that the device's metal paddle plate had fallen off the plastic paddle adapter, lot number 24011. There was no patient use associated with the reported event.

Manufacturer narrative:
(B) (4): in february of 2006, the supplier of the adult paddle adapter assembly implemented a process improvement to better control the application of the bonding material that holds the metal plate onto the plastic paddle adapter. This change began with adult paddle adapter lot code 24443. Physio continues to investigate the reported failure and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.